Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause the development of thrombosis, including inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. However, per the article, bioprosthetic valve thrombosis (bpvt) is anecdotally described, viv-tavr might represent by or per itself a prothrombotic condition due to potential stagnation of blood in the interspace between the degenerated valve and the newly implanted transcatheter valve. In addition, it's strongly recommended thoughtful viv-tavr indication, and mandatory aggressive anticoagulation and dual antiplatelet therapy (dapt) together with serial echocardiographic monitoring to limit the risk of this fatal complication. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Device remains implanted in the patient.

Event description:
A case of an (B)(6) male presented with severe dysfunction of non-edwards bioprosthesis valve in the aortic position was reported through our european affiliate and published in a journal article, early postoperative thrombosis of transcatheter aortic valve in valve prosthesis. Due to concomitant severe peripheral vasculopathy, the patient underwent a successful transapical valve in valve procedure with an edwards sapien xt transcatheter heart valve without a paravalvular leak. On postoperative day 1, oral anticoagulation was administered. Prior to discharge, the patient suddenly progressed to irreversible cardiac unresponsive to resuscitation. An autopsy demonstrated the correct position of the implanted sapien xt valve inside the degenerated non-edwards aortic bioprosthesis. There were no structural abnormalities of the sapien xt valve. However, a left ventricular outflow tract (lvot) and aortic root were occupied by a floating thrombus developing across the interspace between the implanted sapien xt and the previously implanted prosthesis. Pathology confirmed the presence of granulocytes entangled in a dense fibrinous material, thus excluding post mortem clots. Therefore, thrombus was considered as the primary cause of sudden death as the thrombus caused the obstruction of the lvot.